Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak from unicel dxc 600i synchron access clinical system. There was no effect to patient or user.

Manufacturer narrative:
The customer stated that rinse was leaking underneath the wick of the blade. Service visited on (B)(4) 2011. The field service engineer (fse) replaced a vacuum valve body. The fse flushed out all vacuum lines with a syringe, first with air, then with water. The fse primed the assembly a few times until it cleaned the blade as well as stopped leaking. The fse stated that a clot may have reside somewhere in the acrylic due to valve body failure. The fse performed 20 primes and no more leaks were observed. The customer ran a few samples and all performed well.